Manufacturer narrative:
Block h6: device code a150205 captures the reportable event of difficult to advance.

Event description:
It was reported that, during a procedure using a solyx blue device, the device had difficulty advancing. The procedure was completed using another of the same device. No patient complications were reported.

Event description:
It was reported that, during a procedure using a solyx blue device, the device had difficulty advancing. The procedure was completed using another of the same device. No patient complications were reported.

Manufacturer narrative:
Block h11: upon receipt at our quality assurance laboratory, the solyx blue device underwent a thorough analysis. During the product analysis, it was observed that the mesh carrier was detached, and the mesh was stretched, confirming the complaint. Based on the information available and analysis results, given that mesh placement is largely a blind procedure in which tough muscle, some bone, and occasionally tendons may be encountered, creating resistance during placement--contributed to the issue, a conclusion code of adverse event related to procedure was assigned to this investigation since the adverse events occurred during the procedure and the device had no influence on event. Block h6: device code a150205 captures the reportable event of difficult to advance.